Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left superficial femoral artery (sfa). During an endovascular treatment (evt), a 6.0mmx20mmx135cm sterling balloon catheter was successfully inflated to 10 atmospheres (atm) on the first inflation. However, on the second inflation, the sterling balloon ruptured at 14 atm after 30 seconds. The device was successfully removed from the patient and the procedure was completed with a different device. There were no patient complications and the patient's condition is good.